Event description:
It was reported that the patient was presented for an unrelated procedure. Prior to the procedure, inspection via fluoroscopy revealed that the atrial lead had dislodged, and the right ventricular (rv) lead had also dislodged and lost all of its slack. Further interrogation indicated that the atrial lead exhibited failure to capture, failure to sense, and impedance anomalies. Conversely, the rv lead exhibited capturing problems and r-wave amplitude variation. The atrial lead was capped and replaced on (B)(6) 2025. The rv lead was explanted and replaced successfully. The patient was in stable condition.